Event description:
It was reported that the pt has experienced lack of therapeutic effect following a new pump and catheter implant. The pt was at home. The pt's status was reported to be "good". A dye study was performed. The hcp was unable to get dye into the catheter access port. Final pt outcome was not reported.

Manufacturer narrative:
Used for catheter.